Event description:
In 2008, the pt reported that she received an occlusion (e4) while attempting to bolus. She stated that she had just inserted the infusion site. To troubleshoot, the pt was instructed to disconnect from the infusion site and to bolus. She was able to do so without error. The pt removed the infusion site and the cannula was bent. She stated that she does have scar tissue. She inserted a new infusion site using her insertion device and was able to bolus without error. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional of second party to address the issue. Product was replaced and requested to be returned for eval.